Event description:
It was reported that the burr locked on to the wire. The 85% stenosed target lesion area was located in a severely calcified peroneal artery on the leg. A rotawire was selected for use together with a 1.75mm peripheral rotalink plus. During the procedure, it was noted that the burr got stuck on the wire and stopped spinning. The device was completely removed together with the wire. However, they need to regain wire access. The procedure was completed with a different device. No patient complications were reported and the patient's condition was excellent post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Unit returned in a bio-hazard plastic bag with the related rotablator plus device. The wire was received inside of the rotablator plus device 11937077. The rotawire was abled to be removed from the rotablator plus device with little issue. There are numerous small kinks along the wire; as part of overall visual revision.it was unable to determine if the returned device matches with upn provided by the customer, as no packaging was received with the devices and the upn is unknown. Visual inspection performed. The wire was able to be removed from the device with little issue due to the numerous small kinks along the body of the rotawire. Dimensional inspection revealed that the overall length, outer diameter (od) distal tip, middle of the device and proximal section were within specification.

Event description:
It was reported that the burr locked on to the wire. The 85% stenosed target lesion area was located in a severely calcified peroneal artery on the leg. A rotawire was selected for use together with a 1.75mm peripheral rotalink plus. During the procedure, it was noted that the burr got stuck on the wire and stopped spinning. The device was completely removed together with the wire. However, they need to regain wire access. The procedure was completed with a different device. No patient complications were reported and the patient's condition was excellent post procedure.